Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller states the unit will turn on and sometimes it will not turn off. No alleged injuries.